Manufacturer narrative:
Preventive maintenance for the thermogard console (sn (B)(6) ) was performed at the customer's site and during testing, a tcmid:06 (ce post failure) error message was reported. The console was returned to zoll and upon evaluation, the reported error message tcmid:06 (ce post failure) was confirmed during the functional testing. The root cause was determined to be a defective cooling engine as a result of wear and tear. The thermogard console is a reusable device and was manufactured in november 2011 and is 10 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and unrelated to the reported complaint, noted missing front cover and display pivot assembly, prime cover, pan drip, and handle, in addition, the top lid was cracked and the front right caster is loose. The probable cause could be due to the normal wear and tear or could be due to mishandling. The missing and damaged parts need to be replaced to address the observed issue. The console failed initial functional testing due to the mid:09 (air trap assembly) error message, unrelated to the reported complaint. The cause of the error message was due to the cold well components shorting to the console case frame, likely as a result of wear and tear. After applying insulation between the cold well and the case frame, the console was functionally tested and it failed during the power-on-self-test (post) due to the tcmid:06 error message. The defective cooling engine needs to be replaced to remedy the fault. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with a serial number (B)(6) .

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During preventive maintenance performed by the customer biomed engineer, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message during power-on-self-test. No patient involvement.